Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2018 during which the surgeon noted ¿the mesh adherent to the underside of the oblique had moved laterally, which the surgeon corrected.¿ it was reported that the patient underwent recurrent right inguinal hernia repair surgery and initial left inguinal hernia repair surgery on (B)(6) 2019. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 4/8/2021 additional b5 narrative: it was reported that the patient experienced pain following surgery.